Manufacturer narrative:
Philips service replaced the power supply assy larc xper and restored the lateral arm to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that lateral arm failed due to power supply issues on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.